Event description:
Initial (20-aug-2024): this serious case reported via telephone refers to a female consumer whose age, concomitant medications, medical conditions, and allergies were not reported. The consumer used the doctor's nightguard for teeth grinding and clenching and experienced a cracked back tooth and pain. She reported attempting to fit the guard 3 times. She does not plan to seek dental assistance at this time, this case outcome is not recovered/not resolved. Meddra version 27.0. Tooth fracture: unexpected. Toothache: expected. According to the company reference safety information.